Manufacturer narrative:
Concomitant medical products: w1tr03 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the his bundle lead was not connected. Patient noted having shortness of breath. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.